Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: were any staple form issues identified throughout care of patient? No information. The staples were formed properly. Were there any tissue factors that may have led to issue? Dr. Suspects the allergy to titanium as one of the cause of the leakage. But the allergy to titanium test was not done for the patient. Did the patient present with a post-op leak or bleed? The first operation was conducted in march 20th. The re-operation was conducted about 8 or 10 days after the first procedure. The leakage occurred 5 days after the first procedure in which pcee60a was used. And the leakage occurred again after the re-operation in which another competitive device was used. The patient was stable after the re-re-operation. How long after 2nd procedure was the 3rd re-operation? No information. Can additional information be provided about staple form or presence in the 2nd operation? No information. What is the current patient status? The patient was stable after the 3rd operation."

Event description:
It was reported that 5 days after an open colectomy in which pcee60a was used for feea, leakage occurred from staple line. The cartridge color was blue. During the initial procedure, the additional sutures was done for oozing of staple line. Dr. Commented the amount of oozing was larger than usual. The staples were formed properly. Re-operation was performed with another competitive device to complete the case, but leakage occurred again. The amount of the leakage was unknown. Blood transfusion of about 400ml was required. Re operation was conducted again and the anastomosis was done by sutures. The patient was stable after the re-re-operation. Dr. Commented that the cause of leak was unknown. Dr. Suspects the allergy to titanium as one of the cause of the leak of anastomosis, because the staples of pceea and another competitive device are made by titanium. The allergy to titanium test was not done for the patient.